Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient "felt an electronic current from device" and the patient was unsure if the device was "shocking her or pushing on nerve" causing pain. It was further reported that device "popped out a little bit". The icm remains in use. No further patient complications have been reported as a result of this event.